Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient with internal paddles and they delivered 3 to 4 shocks to the patient and then the device displayed a "connect electrodes" message. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to external hard paddles after a 3 to 4 minute delay and was able to use those successfully on the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.